Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v200 indicating that the device received a blue screen during use and the device was unable to be started. It was reported there was patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response, it has been determined that the product at the customer's site was maintained by a third party and the third party refused to provide information to philips. No further information was provided. This complaint record is being closed without further investigation because it was verified that the product associated with the complaint was not managed by philips.